Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain'), genital haemorrhage ('abnormal bleeding (general)') and tumour haemorrhage ('tumor/teratoma/cancer type: bleeding tumor') in a 31-year-old female patient who had essure (batch no. 794800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's medical history included postpartum state in 2010, uterine bleeding, endometrial polyp, attention deficit disorder and ovarian cyst. Previously administered products included for prevent pregnancy: mirena from 2007 to 2009. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since january 2015 for depression and mood altered as well as hydrocodone since january 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"), 3 years 9 months after insertion of essure. In december 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal area pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced depression ("hormonal changes describe- depression") and mood altered ("hormonal changes describe- moody"). In february 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have tumour haemorrhage (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid;butalbital;caffeine (fiorinal), antidepressants, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy,left partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vulvovaginal pain and pelvic pain had resolved and the genital haemorrhage, tumour haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, urinary tract infection, migraine, headache, depression and mood altered outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, pelvic pain, tumour haemorrhage, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as per pfs date of insertion is feb-2011 and (B)(6) 2011. Essure worsened a previously existing injury/condition: no current weight 220 lbs number of coils remaining out on the: right side 2 coils left side: 3 coils. Sigmoid bowel was adhesed to a small hydrosalpinx into the fallopian tubes and the proximal half of the fallopian tube on the left side was removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: depression, moody, pain were added. Event onset dates were updated. Treatment drugs added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain'), pregnancy with contraceptive device ('pregnancy- birth - no complication'), tumour haemorrhage ('tumor/teratoma/cancer type: bleeding tumor') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 794800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included postpartum state in 2010, uterine bleeding, endometrial polyp, attention deficit disorder and ovarian cyst. Previously administered products included for prevent pregnancy: mirena from 2007 to 2009. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2015 for depression and mood altered as well as hydrocodone since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal area pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2015, the patient experienced depression ("hormonal changes describe- depression / psych injury") and mood altered ("hormonal changes describe- moody"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have tumour haemorrhage (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("pain-abdominal"). The patient was treated with acetylsalicylic acid;butalbital;caffeine (fiorinal), antidepressants, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy,left partial salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, abdominal pain, vulvovaginal pain and alopecia had resolved and the pregnancy with contraceptive device, tumour haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, urinary tract infection, migraine, headache, depression and mood altered outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, pelvic pain, pregnancy with contraceptive device, tumour haemorrhage, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011. Essure worsened a previously existing injury/condition: no current weight 220 lbs number of coils remaining out on the: right side 2 coils left side: 3 coils. Sigmoid bowel was adhesed to a small hydrosalpinx into the fallopian tubes and the proximal half of the fallopian tube on the left side was removed plaintiff received treatment for following conditions: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. New events added: abdominal pain, pregnancy with contraceptive device, device ineffective. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain'), genital haemorrhage ('abnormal bleeding (general)') and tumour haemorrhage ('tumor/teratoma/cancer type: bleeding tumor') in a (B)(6)-year-old female patient who had essure (batch no. 794800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included pregnancy in 2010, uterine bleeding, endometrial polyp, attention deficit disorder and ovarian cyst. Previously administered products included for an unreported indication: mirena from 2007 to 2009. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2015 and hydrocodone since 2015. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal area pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have tumour haemorrhage (seriousness criterion medically significant), 5 years 4 months after insertion of essure. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy,left partial salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower and vulvovaginal pain had resolved and the genital haemorrhage, tumour haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, urinary tract infection, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, tumour haemorrhage, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: as per pfs date of insertion is (B)(6) 2011. Essure worsened a previously existing injury/condition: no. Current weight (B)(6). Number of coils remaining out on the: right side 2 coils left side: 3 coils. Sigmoid bowel was adhesed to a small hydrosalpinx into the fallopian tubes and the proximal half of the fallopian tube on the left side was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs and mr received : abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, hair loss, hormonal changes, infection (bladder/ urinary tract/vaginal) type: urinary tract, migraines / headaches, lower abdominal pain, vaginal pain, tumor /teratoma/ cancer, type: bleeding tumors, she didn¿t undergo an essure confirmation test were added. Outcome of lower abdominal pain, vaginal pain added, lot number received. Patient's medical history and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.